Event description:
Reporter started using production in 2009. And now reports waking in the middle of the night choking, violent coughing, chest pains, and general malaise. Reporter thinks it may be related to dye used in product.